Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was hit against a hard surface. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.